Event description:
It was reported that the patient presented to the hospital on (B)(6) 2025, with symptoms of syncope and loss of consciousness. The patient was admitted, and upon interrogation of the pacemaker, a message was displayed that was indicative of battery voltage too low the projected remaining capacity. The device was explanted and replaced on (B)(6) 2025 and is expected to be returned. No additional adverse patient effects were reported.